Event description:
Customer reportedly received results of 182 mg/dl and 68 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific received information that at a follow up this implantable cardioverter defibrillator (ICD) was not interrogated. The patient reported beeping tones. The ICD was explanted. No adverse patient effects were reported.